Event description:
Hearing performance was declining. The surgeon decided on explantation after discovering that the electrode had migrated.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.